Manufacturer narrative:
The subject device was returned to omsc for evaluation. The device evaluation confirmed break of the elevator wire at the distal end and loss of a pin which connected the wire to the forceps elevator. Based on the analysis of the fracture surface, the forceps elevator wire possibly broke due to a fatigue by repeated manipulating. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire broke during an endoscopic retrograde cholangiopancreatography (ercp) using the subject device. The procedure was aborted since the facility did not possess another similar endoscope. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".